Manufacturer narrative:
Bci hotline sent the customer a replacement valve and syringe tip.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a leak on synchron lx I 725 clinical system. The leak was from valve and syringe on cta (closed tube aliquotter) unit. No injury was reported, and there was no effect to patient or user.